Event description:
It was reported that there was a problem with coupling or recharging. The antenna location feature was recommended and the patient was able to start recharging. Patient reported a power on reset (por) condition. It was later reported that the patient was not able to adjust the stimulation. Clearing the por condition was reviewed and the patient was able to adjust the stimulation and was feeling stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)